Event description:
Additional information received noted that the patient presented in the operating room for an unrelated procedure. The physician felt it was better to remove the capped right atrial (ra) lead during this procedure. Chest x-ray showed a possible insulation break in the lead. After opening the pocket, the lead was found with insulation break. After the lead was cut for the extraction tool, a lot of the insulation came right off. The lead was explanted. The initial replacement ra lead implanted on 1/20/2020 was reused. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited noise, which was being monitored by the clinic. Further investigation noted the lead impedance dropped. The lead was capped and replaced on (B)(6) 2020. The patient was stable.

Manufacturer narrative:
Correction: was not included in the initial MDR.